Event description:
The customer reported to philips healthcare that the device did not hold the batteries in place. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
Pr# (B)(4).